Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure there was a loss of ultrasound. There was a burning smell and multiple system messages were displayed. Exchanging the handpiece did not resolve the issue. The system was exchanged to complete the case. There was no patient impact. Additional information has been requested

Manufacturer narrative:
Additional information has been provided. The company service representative examined the system and confirmed that sm¿s were present in the system¿s event log. The company service representative determined that the ultrasound printed circuit board (pcb) was nonconforming. The system was then tested and met all product specifications. The system was manufactured on may 6, 2015. Based on assessment, the product met specifications at the time of release. The root cause of the reported events can be attributed to the nonconforming ultrasound printed circuit board (pcb. Additionally, based on the information provided, the root cause of the reported event (burning smell) cannot be determined at this time. The manufacturer internal reference number is: (B)(4).